Manufacturer narrative:
The devices were returned on january 29, 2016. The product analyses were completed on february 11, 2016. 8253001 (nim 3.0 mainframe): the product analysis indicates that the reported issue could not be verified or duplicated. The software was upgraded. As a precautionary measure, the device was placed into burn-in for 24 hours as an attempt to observe any heat related failure. After burn-in, stim 2 channel failed performance tests. The main board was replaced and the device was placed back into burn-in. The device was tested and passed all manufacturing specifications. 8253200 (nim 3.0 patient interface): the product analysis indicates that the reported issue could not be verified or duplicated. The wave washer was replaced due to a loose cable clip. The device was tested and passed all manufacturing specifications. 8220325 (nim muting probe): the loose ferrite was reseated. The device was tested and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
Concomitant medical products: nim probe: product number ¿ unknown, lot number ¿ unknown, manufacture date ¿ unknown, use by date ¿ unknown. Nim patient interface: product number ¿ unknown, lot number ¿ unknown, manufacture date ¿ unknown, use by date ¿ unknown. (B)(4). The devices have not been returned. Therefore, no product analyses have been done. This device is used for therapeutic purposes.

Event description:
The sales rep reported that the facility was having an issue with the nim and the probe may not be working. While the surgeon was stimulating on the skin to check the stimulus return, it did not show current was returned. Follow-up from the sales rep indicates that the nerve location was known, but no response was received. The system started up, four green checks were received, and when they pressed on the nerve with the stimulating probe, no audible or visual response was received. The mainframe, probe, and patient interface will be returned for analysis. The facility has three nim systems. The sales rep tested all three units following the event and found no issues. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.